Event description:
The device was received with no information regarding a related event.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the blade scratched, burnt, and cracked. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."